Event description:
An impella 5.5 device was inserted via the right direct surgical approach in a 68-year-old male patient for elective placement. The patient had a history of known coronary artery disease and diabetes mellitus. The patient¿s clinical state prior to initiation of support was identified as scai shock stage c. During support, the pump stopped and unsuccessful restart attempts were made. Patient movement was noted prior to the pump stop, but no obvious damage was observed. The patient remained hemodynamically stable during restart attempts. The registered nurse called to report that the care team would explant the impella in the operating room. The patient remained hemodynamically stable and declined further support at this time. The device was removed without any observed impact on the patient¿s hemodynamic status.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.